Event description:
During evaluation of returned companion samples, a minicap transfer set was found to not meet dimensional specifications. This sample had been returned unopened. No additional information is available.

Manufacturer narrative:
(B)(4). Received one unused mini-cap transfer set for evaluation. Visual inspection, leak testing and clear passage tests were performed with no issues noted. Clamp function test performed with no issues noted. Pressure tested the sample with acceptable results. Functionally hand tightened a lab titanium adapter to set with difficulty noted. Dimensional inspection of the returned transfer set identified that the inside diameter of the catheter adapter shroud was below nominal. The sample was confirmed for the reported condition. Improvements were made to the mold and molding department procedures. A review of all batch record documents for potentially associated lot number h12j01053 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.